Event description:
A malfunction was reported by the customer, indicated by the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.